Manufacturer narrative:
The customer was getting flags (linearity error in rate methods) on alanine aminotransferase (alt) results and then noted abnormal reaction monitor. Cuvette overflow had occurred. A bci field service engineer (fse) visited the site on (B)(4) 2010. Upon the service arrival, the customer replaced lamp and cleaned wash station. Creatinine was calibrated, and qc and precision test met the specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated creatinine results generated by au2700 chemistry analyzer. The results were reported out of the laboratory, and 17 reports were corrected. There was no effect to patients or user.